Event description:
Customer reported via phone, she was experiencing unexplained high blood glucose up to 500 mg/dl, treated with manual injections. She had noticed air bubbles in the tubing but she had done a set changed. Customer declined troubleshooting for high blood glucose since the device was being replaced for damage. The device had has cracks; one is on the battery compartment and the other one is down the side of the esc button. Customer states the device has been flung when she sleeps. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be returned. Customer agreed to return the device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a broken reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked case at the reservoir tube window corner, cracked reservoir tube window and a cracked reservoir tube.